Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior cervical spinal surgical procedure at occiput- t2. Sometime post-op, it was reported that the rods broke at the interface to the hinge. The patient reported neck pain. The patient underwent a revision surgery to decompress and replace the rods. No additional patient complications were reported.

Manufacturer narrative:
The rods were returned for evaluation. Visually confirmed both rods broken at base of connectors. Microscopic examination of fracture surface analysis reveals a quasi-brittle fracture with indicative of fatigue, followed by ultimate failure of the implant, consistent with failure due to high-cycle fatigue.